Event description:
It was reported that the patient was going to have two ultra¿s replaced on (B)(6) 2013. It was noted that one implantable neurostimulator (ins) was over discharged because the patient was unable to charge due to depth and positioning. The other ins would not hold a charge. It was unknown as to when this had initially occurred. Additional information received reported that it was unknown what the cause of the overdischarge was. It was unknown if a power on reset was performed. It was noted that the patient had not explained any symptoms. Manufacturing representative was unable to read either ins. Patient received new ins¿s on (B)(6) 2013 and had not charged yet. Programming had provided in recovery gave him appropriate coverage.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3998, lot # v032560v01, implanted: (B)(6) 2010, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 37752, serial # (B)(4), product type recharger; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).